Event description:
Additional information was received that reported the patient may have increased the amplitude and rate on their stimulation, but they could not remember for sure. Impedance values were measured and found to be within normal ranges. The patient was going to keep a record of her recharging sessions to watch for any other changes in recharging. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Recharger model 37752, serial# (B)(4). Programmer model 37742, serial# (B)(4), extension model 3708320, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Plug/boot accessory product ID 3550-09 lot# l81938, implanted: (B)(6) 2000, explanted: na. Lead model 3888-28, lot # unk, implanted: (B)(6) 1996, explanted: na. (B)(4).

Event description:
It was reported that the patient was recharging more than expected. Recharge longevity calculations indicated that the patient's implantable neurostimulator (ins) would start getting low and need recharging every 12.9 days. It appeared that the recharge interval was not appropriate since the patient was recharging every 3 days due to the low ins battery. Additional information was requested, but was not available at the time of this report.